Manufacturer narrative:
Additional information - the user facility's cardiothoracic transplant specialist provided the additional information, and still reports that according to their records the patient expired on the original pump. Device unique identifier (UDI) ¿ device was manufactured prior to the UDI labeling implementation. The pump was not returned for evaluation and an autopsy was not performed. A direct correlation between the device and the patient¿s outcome could not be determined. The instructions for use lists bleeding as a potential adverse event associated with the use of the heartmate ii left ventricular assist system. A review of the device history record revealed the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.

Event description:
Additional information: it was reported that the patient had received frequent blood transfusions for gi blood loss. Laboratory tests showed that the patient's hemoglobin level was stable; however, revealed an iron deficiency despite the transfusions. The patient was discharged from the hospital on (B)(6) 2015 on iron sulfate, diuretics, baby aspirin and coumadin with close anticoagulation monitoring. The patient refused a recommendation for 24 hour home assistance or to be placed in a long-term care facility, and did not want to pursue further gastrointestinal evaluation in the outpatient setting. The patient was discharged to home per request, entered hospice care on (B)(6) 2015, and expired on (B)(6) 2015.

Manufacturer narrative:
It was noted in the incident reported under MFR. Report # 2916596-2015-01146 that the patient's first pump was exchanged per the (B)(4) registry; however, further information from the user facility's cardiothoracic transplant specialist indicated that no pump exchange occurred. Therefore, the serial number of the new pump could not be determined at this time. The pump was not returned for evaluation. No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad). It was reported that the patient expired on (B)(6) 2015 while in hospice care. No further information was provided.